Event description:
The surgeon implanted a cc4204bf collamer plate lens and the trailling haptic tore off while being inserted. The removal of the lens was a bit difficult and the wound was enlarged. The model and lot numbers of the injector and cartridge used were not provided by the facility.